Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had suddenly broken and become dislocated during robotic surgery (it was the end of the procedure) and was therefore unusable. The forceps' position also made it difficult to remove. The surgeon extracted the forceps and trocar from the patient at the end of the surgery. With the forceps stuck in the trocar. The procedure was completing as planned with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument, initially inspected with no issues, was likely damaged after a possible intraoperative collision, leading to resistance during removal, forced extraction with the trocar, and discovery of proximal-end damage with no fragments or patient harm, and it will be returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip. Material was found missing. One piece measuring proximately 2mm x 3mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. Image review: a review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: "the image shows a prograsp with the proximal clevis dislodged from the main tube."